Event description:
It was reported that leakage occurred with a bd vacutainer® eclipse¿ signal¿ blood collection needle. The following information was provided by the initial reporter, "excess of blood in the flashback chamber what happened? When using the needle eclipse signal, which products where involved? Eclipse signal, how many times did it happen? Every time the device was used, who was using the device? Nurse, where did it happen the location, ward etc.? At the patient room, what time did it happen? At every use, when in the process did it happen? As soon as the needle is in the vein, who was impacted or using the device? Nurse"

Manufacturer narrative:
The additional information is as follows: medical device lot #: 8331734. Medical device expiration date: 2021-11-30. Device manufacture date: 2018-11-27.

Event description:
It was reported that leakage occurred with a bd vacutainer® eclipse¿ signal¿ blood collection needle. The following information was provided by the initial reporter, "excess of blood in the flashback chamber. What happened? When using the needle eclipse signal, which products where involved? Eclipse signal. How many times did it happen? Every time the device was used who was using the device? Nurse. Where did it happen the location, ward etc.? At the patient room. What time did it happen? At every use. When in the process did it happen? As soon as the needle is in the vein. Who was impacted or using the device? Nurse."

Manufacturer narrative:
Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for excess blood in the flash chamber with the incident lot was observed additionally, draw testing of the customer samples was performed and excess blood in the flash chamber was not observed, and all tubes filled to the correct specification. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for excess blood in the flash chamber with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause of excess build-up of blood within the flash chamber was determined to be related to a user-related issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial reporter fax#: (B)(6). Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd vacutainer® eclipse¿ signal¿ blood collection needle. The following information was provided by the initial reporter. "Excess of blood in the flashback chamber. What happened? When using the needle eclipse signal, which products where involved? Eclipse signal. How many times did it happen? Every time the device was used. Who was using the device? Nurse. Where did it happen the location, ward etc.? At the patient room. What time did it happen? At every use. When in the process did it happen? As soon as the needle is in the vein. Who was impacted or using the device? Nurse".